Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient undergone an implant procedure but the cardioplegia was not well fixed then was placed correctly with good fixation. There were no additional adverse patient effects reported. The pacemaker remains in service.